Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to pocket infection and erosion. No adverse patient effects were reported. The ra lead was explanted.